Event description:
Customer reportedly obtained a result of 300mg/dl on the device and took 6 units of lantus as well as 12 units of novalog. The customer reportedly began to experience hypoglycemic symptoms approx. An hour later. The paramedics were called and customer tested 78mg/dl on the device while the paramedic's device read 25mg/dl. Comparison was reportedly performed within 3 minutes. Customer was given an IV and taken to the hospital. The customer was released hours later. No quality controls were used. Requested return of suspect device and replqacement was sent.